Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue in the device log. The fse replaced the central processing unit board and performed post operational checks. The device was within all specifications and was returned to service. This was determined to be a failure of the ls1 component.

Event description:
It was reported that an error 1104 (backup alarm failed) occurred. There was no patient involvement